Event description:
It was reported that during implant attempt, the left ventricular lead pulled back. The lead was not used. An atrial lead was also attempted but not implanted because the doctor decided he didn't want the lead implanted as the atrium was dead. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed). (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. The analyst commented that the steroid ring was damaged during analysis.